Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak when removing the cassette from the cycler after ending the patient's pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reach out to their pd registered nurse (pdrn) to see if they can borrow cassettes until their order comes in. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak when removing the cassette from the cycler after ending the patient's pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reach out to their pd registered nurse (pdrn) to see if they can borrow cassettes until their order comes in. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.